Manufacturer narrative:
On june 30, 2021 additional information received indicated that the patient underwent bilateral open capsulectomy and removal without replacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with a mentor siltex round moderate profile 375cc saline prosthesis experienced bilateral spontaneous deflation post procedure. As a result patient scheduled for removal on (B)(6) 2021. This report relates to the left prosthesis. Please see the previous event for this patient in manufacturer report number: 1645337-2018-04160.

Manufacturer narrative:
Device evaluation completed on july 07, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 375cc breast implant had two (2) areas of siltex cracking on the posterior view. In addition, two (2) tears a and b were noted within the siltex cracking areas, measuring approximately a: 0.5 cm and b: 0.7 cm. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).